Manufacturer narrative:
The sample will be sent for evaluation. Attempts are being made to obtain additional information regarding this incident. Upon receipt of the sample and additional information and completion of the investigation, a supplemental report will be submitted. Date submitted: 05/21/07.

Event description:
The tubing of a blue bd nexiva was disconnected at a place where this may normally not occur.